Manufacturer narrative:
Testing and investigation found that the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. The device has been identified as part of a product recall. See attached letter. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.